Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pace impedance measurements greater than 1,900 ohms and elevated thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).